Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming failed battery test. Customer stated they could not recall any significant events that led to the alarm, but the device continuously alarms after they have inserted new batteries. Customer's blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.